Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer received an error message "gas sys not calibrating" on the electronic pt gas sys (epgs). They recalibrated the epgs and it worked fine. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer is going to replace the oxygen (o2) sensor.